Event description:
It was reported through the litigation process that, on or about (B)(6) 2007, the plaintiff underwent port implantation using a bard powerport for subclavian vein, for breast cancer chemotherapy. Approximately six years, two months and two days later, on (B)(6) 2013, plaintiff was diagnosed with transient ischemic attack and pain at port site. Plaintiff was subsequently found to have leak at port site. On or about (B)(6) 2013, plaintiff underwent removal of the port that was implanted, due to broken catheter. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. The investigation is inconclusive for the reported catheter fracture, port leak, ischemic attack and pain as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.